Manufacturer narrative:
Operator of device are unknown, no information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was physical damage and a lever broken for sensor 3. Reporter was not able to confirm if the device had dropped or not. Patient involvement is unknown, and there is no report of adverse event.

Manufacturer narrative:
D9: date returned to mfg.: 2/15/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the display label is damaged. The air detector is missing the air detector door and door mounts. The top socket was missing an o-ring. The top socket thermistor was not seated correctly in the top socket causing inaccurate temperature readings and the device to be out of calibration. The device has an obsolete float switch that is known to crack. The gasket for the air detector is ripped in half. Could not remove the entire gasket from the front cover, will replace the front cover. The complaint was confirmed. The root cause was customer damage, due to parts being removed. The device has no previous service history. The mount block assembly, door assembly, door mounts, front cover, user interface and gasket were replaced on the air detector. The float switch, fan guard and o-rings were replaced for preventative maintenance. The device passed all tests after repairs were performed.